Event description:
Customer received a blood glucose result of 321 mg/dl. The customer took 10 units of insulin. 1 1/2 hours later the customer's glucose result was 241mg/dl, the customer took 10 more units. Two hours later the customer received a result of 202mg/dl, 10 units of insulin was taken. The customer went with a family member to the store and started feeling weak. At home the customer passed out. Paramedics were called and when they tested the customer they received a result of 41mg/dl. The customer was given glucose IV and given some food to eat. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.